Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they alleged the insulin pump was under delivering. Customer's blood glucose value was unknown. Customer experienced hyperglycemia. The customer was treated with insulin bolus for high blood glucose level. The customer was assisted with troubleshooting. The customer alleges insulin pump was under delivering because blood glucose kept running high. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The devices will not be returned for analysis.